Event description:
The customer stated that the philips patient information center and the ge statview nurse paging systed did not alert the nursing staff of the alarm condition. The customer reported, "the transmitter battery may have not been replaced when pic announced replaced battery condition."

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.